Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the bone cutter broke in the hub during surgery. All broken pieces were retrieved from the patient. However, the patient was burnt. Opened another bone cutter and completed the procedure. Shoulder scope. Follow up information: sales rep was notified about the incident on (B)(4) 2013. It has been reported that the account/nursing director did not know the means of how the patient was burnt. Account reported to the sales rep that the burn was located at one of the incisions portals on the anterior aspect of the shoulder. It was reported to be a minor superficial burn which was treated per facility policy. Patient was discharged same day.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the inner shaft is broken-off at the proximal end, and the outer shaft was severely bent at the proximal end. The inner tube's material type was within specification. Typically this type of event is caused by excessive bending forces applied to the device during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the bone cutter broke in the hub during surgery. All broken pieces were retrieved from the patient. However, the patient was burnt. Opened another bone cutter and completed the procedure. Shoulder scope. Follow up information: sales rep was notified about the incident on 4/11/13. It has been reported that the account/nursing director did not know the means of how the patient was burnt. Account reported to the sales rep that the burn was located at one of the incisions portals on the anterior aspect of the shoulder. It was reported to be a minor superficial burn which was treated per facility policy. Patient was discharged same day.